Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited residual liquid in the distal end, light guide lens had foreign material, and objective lens adhesive had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, dirt (foreign matter) was confirmed in the lg lens, but it couldn¿t specifically identify. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Probable cause: it is presumed that moisture entered the lg lens and corroded due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress caused by the chemical solution used, etc., due to the peeling off the adhesive around the lg lens. Product. Olympus will continue to monitor field performance for this device.